Event description:
A report was received that the trial patient experienced resistance and pain when the physician attempted five different entry points with the lead to get through the epidural space. It was believed that the procedure caused the pain. The procedure was aborted. A computerized tomography (CT) scan was taken and revealed the presence of air in the thoracic area. The patient was reportedly doing well and did not show any neurological problems.

Manufacturer narrative:
(B)(4). The explanted lead was not returned to bsn as it was discarded by the medical facility.